Manufacturer narrative:
An investigation is in progress for lens tears under (B)(4).

Event description:
An aa4203tl model lens was torn while it was being inserted. The lens was implanted and removed with no patient injury or event.